Event description:
In 2002 the end-user called medtronic minimed and stated that pump was alarming no delivery while priming new infusion set. Customer mentioned they were hospitalized last night with dka, admitted to the hospital. In 02/03 maersk medical a/s received the complaint and 1 used tubing.